Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) would not pace in unipolar during an attempted implant procedure. The device was not used and a replacement device was used instead. The replacement ipg would not pace in unipolar configuration however paced appropriately in bipolar configuration. The device remains in use. No patient complications have been reported as a result of this event.